Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: perforation requiring surgery/failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to advance; flared stent struts. It was reported that a 2.0 x 15 mm mini vision was placed distally and another company's 3.0 x 23 mm stent was placed proximally in separate lesions. A perforation was noted after implantation of the non-abbott stent so the physician tried to place the graftmaster, however, it failed to cross due to calcium. Once the graftmaster was removed, it was noted to have flared struts and another perforation was observed proximal to the non-abbott stent. The patient was sent to surgery for a coronary artery bypass graft (CABG) and is doing well. No additional event or patient information is available.

Manufacturer narrative:
(B) (4).